Manufacturer narrative:
The anesthesia system was investigated at the hospital. No deviations could be noticed and the reported issues could not be reproduced. No parts needed to be replaced. The device logs were saved and the device was successfully tested and was cleared for clinical use. An evaluation of the received device logs confirms alarms indicating issues with ventilating the patient but since the problem could not be reproduced, we have not been able to determine the true cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that there were difficulties to ventilate the patient properly in manual ventilation mode. There was no patient harm. Manufacturer's reference number: (B)(4).